Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that the tissue pad detached and fell into the patient during a spine procedure. The pad was recovered and there were no patient consequences reported. The procedure was completed with another device and there were no patient consequences reported.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad damaged, melted, and a half portion was not returned. The device was connected to a test handpiece and generator and it activated during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.